Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient experienced an adverse reaction including an infection using chlorhexidine gluconate.

Event description:
It was reported that the patient experienced an adverse reaction including an infection using chlorhexidine gluconate.

Manufacturer narrative:
No additional information was provided by primevigilance. Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. See narrative below.